Manufacturer narrative:
Complaint was created at a later date in twd than the become aware date, creation date is 6/26/2025.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.